Manufacturer narrative:
No product was returned for investigation. Therefore, we are unable to confirm the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was a sense of discomfort in the touch of the probe as usual, and the temperature was displayed slightly lower than usual. There was patient involvement, and no patient harm/adverse event reported.